Event description:
Information was received indicating that a patient reported that a high-pressure alarm was induced while using a smiths cadd extension set. The alarm was displayed when the patient was trying to the tube. Changing the extension set resolved the issue; hence a care giver deduced that the original tubing was defective. The infusion was life sustaining but there was no reported injury to the patient.